Event description:
We received an allegation of questionable inr results for 1 patient tested with a coaguchek xs meter, serial number (B)(4), compared to an unknown laboratory method. The meter result at 12:15 pm was 3.5 inr. The result from the laboratory at 12:15 pm was 2.6 inr. The patient tests bi-weekly, and has a therapeutic range of 2.0-3.0 inr.

Manufacturer narrative:
The test strips were provided for investigation where they were tested using retention meter and controls. Testing results (qc range = 2.4 ¿ 3.6 inr): vial 1 qc 1: 2.8 inr, qc 2: 2.9 inr, qc 3: 2.9 inr, vial 2 qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.9 inr. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.